Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Damaged lens was observed. Reservoir volume is zero was found in event history log. Reported problem was able to be duplicated during accuracy test. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: trim expulsor.

Event description:
It was reported that the device was showing dosing error. No patient injury was reported.